Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/lower pelvic area') in an adult female patient who had essure (batch no. 794898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, endometriosis of uterus, asthma, anemia and endometrial polyp. Previously administered products included for an unreported indication: ibuprofen, cytotec, cipro and vicodin. Concomitant products included escitalopram oxalate (lexapro) since 2014 for anxiety, medroxyprogesterone acetate (depo provera) since 2008 to (B)(6) 2009 for contraception as well as sertraline hydrochloride (zoloft) from 2006 to 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and back pain ("back pain"). The patient was treated with surgery (da vinci hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, fatigue, headache, dysmenorrhoea, dyspareunia, vulvovaginal pain, abdominal pain and back pain had resolved and the migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. The number of expanded coils that appeared trailing into the uterine cavity was 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion the essure device are in good position, within 1 cm of the cornua of the uterus bilaterally. Impression: occluded fallopian tubes post essure placement.. Pregnancy test - on an unknown date: negative. Pregnancy test urine - on an unknown date: negative. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as menorrhagia, dysmenorrhea, anxiety quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/lower pelvic area') in an adult female patient who had essure (batch no. 794898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, endometriosis of uterus, asthma, anemia and endometrial polyp. Previously administered products included for an unreported indication: ibuprofen, cytotec, cipro and vicodin. Concomitant products included escitalopram oxalate (lexapro) since 2014 for anxiety, medroxyprogesterone acetate (depo provera) since 2008 to (B)(6) 2009 for contraception as well as sertraline hydrochloride (zoloft) from 2006 to 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and back pain ("back pain"). The patient was treated with surgery (da vinci hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, fatigue, headache, dysmenorrhoea, dyspareunia, vulvovaginal pain, abdominal pain and back pain had resolved and the migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. The number of expanded coils that appeared trailing into the uterine cavity was 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. The essure device are in good position, within 1 cm of the cornua of the uterus bilaterally. Impression: occluded fallopian tubes post essure placement. Pregnancy test - on an unknown date: negative. Pregnancy test urine - on an unknown date: negative. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as menorrhagia, dysmenorrhea, anxiety. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs and mr received: events abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal,back and abdominal pain, fatigue were added. Lot number, lab data, medical history, historical drug, concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.